Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen of the programmer needed to be fixed. The brightness of the display was very low and was difficult to read, the liquid crystal display (lcd), was defective. It was also determined at analysis that the stylus tip was loose and did not work correctly. The cooling fan was noisy, and the cord bay door was missing. The lower and upper bullets were broken, and the lower plate hinge plate was broken. The keyboard hinges left, and right were broken, and the logo was missing. The paper tray was nearly empty. The electrocardiogram (ECG) connector support plate and handle required updating (hardware). Errors in the software history were found. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer returned for service and subsequently tested out of specification during manufacturer's analysis.